Event description:
It was reported that the patient with this pacemaker stated their remote communicator displayed a red call doctor icon (rcd). Additionally, the communicator exhibited connection issues. A different adapter was utilized, and the issue was resolved. Further information was received that this device exhibited high out of range pace impedance measurements on the right ventricular (rv) lead. The involved lead is a non boston scientific product. No adverse patient effects were reported. At this time, this device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the patient with this pacemaker stated their remote communicator displayed a red call doctor icon (rcd). Additionally, the communicator exhibited connection issues. A different adapter was utilized, and the issue was resolved. Further information was received that this device exhibited high out of range pace impedance measurements on the right ventricular (rv) lead. The involved lead is a non boston scientific product. No adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that the patient with this pacemaker stated their remote communicator displayed a red call doctor icon (rcd). Additionally, the communicator exhibited connection issues. A different adapter was utilized, and the issue was resolved. No adverse patient effects were reported. At this time, this device remains in service.